Event description:
Conmed japan reported on behalf of the customer that the device 60-6085-201a, vcare 200a ¿ medium was found during pre-op testing on (B)(6) 2023 during an unknown procedure when it was reported ¿the surgeon couldn't use the handle because it was spinning.¿. The procedure was completed with an unknown alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of the customer that the device 60-6085-201a, vcare 200a ¿ medium was found during pre-op testing on (B)(6) 2023 during an unknown procedure when it was reported ¿the surgeon couldn't use the handle because it was spinning.¿. The procedure was completed with an unknown alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the handle was not received in the correct position. Performed a functional inspection, the handle rotates 360 degrees. Root cause cannot be determined, however, based upon IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 88 complaints, regarding 101 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.